Event description:
The caller reported that the tracheostomy tube failed within 15 minutes and that it would not stay inflated. The caller stated that the tracheostomy tube was pre-tested, and that the pt tolerated the tube change.

Manufacturer narrative:
The lot number is unk; therefore, the date of MFR cannot be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.